Event description:
It was reported that during the implant procedure, the lead was unable to pass through introducer. Upon inspection of the lead, it observed there was an additional raised level on the outer lead insulation. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies or irregularities observed on the insulation of the returned lead. The silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process. Introducer insertion test performed without difficulty or resistance. (B)(4)